Event description:
It was reported that the patient had pain at the implant site during an electrical storm on the night prior to report. It was noted that the patient stated that their device was functioning properly. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va01r14, implanted: 2012-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).